Event description:
Bone quality at the time of implant failure type iii. Time of loss in relation to the implantation 1 to 5 years after prosthetic restoration.

Manufacturer narrative:
Physical analysis cannot be performed. Implant not returned. Customer reported no osseointegration.